Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that within the month since implant, the right ventricular lead impedance has decreased and the threshold has increased. The lead remains in use. No patient complications have been reported as a result of this event.